Event description:
Patient results as follows: >7.5 on the inratio and 3.2 at the lab. This pt has cancer. This pt also has a hep-lock in which heparin is run through. Pt was not hospitalized and is not on lovenox. Pt is not on dialysis and is not anemic. Pt does not have hypo/hyperthyroidism and is not on any antibiotics. No change in diet or exercise. Finger is not being milked. Only one drop of blood and the first drop of blood is being used.

Manufacturer narrative:
Investigation pending.